Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports burning, red rash on face & nose. Dermatologist seen. Received prescribed topical ointment & otc aloe vera gel.